Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 3.0x20mm armada 35 balloon dilatation catheter, air aspiration could not be completed. The device was not used. Another unspecified device was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Visual, functional and scanning electron microscopy (sem) inspections/analysis were performed on the returned device. The balloon was ultimately sent to the sem lab for further analysis. The sem report determined the sample leak may be attributed to mechanical damage between the inflation and guidewire lumens at the slit side of the shaft. The entire length of the sample was inspected for evidence of leaks. A suspect area was found in the inflation lumen at the side leg port. During sem inspection a leak was found at the suspect area. Slight damage and tearing were documented at the leak edges. The reported leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined a potential product quality issue based on the reported and confirmed leak during return analysis. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.